Event description:
During a carotid angiogram in the cath lab, the rotator on the high pressure tubing (hpt) fratured and broke. The injection rate was set at 750psi. This breakage caused contrast to be sprayed on the face and neck of the cardiologist and tech. The physician was also sprayed on his glasses. There was no harm or injury to the pt.